Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right 9-hole less invasive stabilization system (liss) plate was explanted on (B)(6) 2015. Plate was originally implanted in (B)(6) 2013. The plate, along with five to six (5-6) long titanium screws and four (4) additional screws from the shaft were fully intact and were successfully explanted. The patient was fully healed; however, the patient had a (B)(6) infection. The surgeon reports the infection has nothing to do with the plate and wanted to remove the plate so that the infection would heal. There was no surgical delay. This is report 1 of 2 for (B)(4).